Manufacturer narrative:
Continuation of d10: product ID {l-evprop2329us}; product lot/serial number (B)(6); product type: {{compression loading system}}; product lot/serial number (B)(6); implant date (B)(6) 2021); h6: the codes present in h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the two-hour electrocardiogram (ECG) showed a qrs duration of greater or equal to 120 milliseconds (ms) and left bundle branch block (lbbb). No treatment was reported. No adverse patient effects were reported. Additional information was received that during the implant procedure the valve was recaptured one time due to dislodgement. Following the valve implant an echocardiogram identified mild paravalvular leak (pvl). It was noted that no pre-implant balloon aortic valvuloplasty (bav) or post-implant bav was performed. Treatment was not reported for the pvl. Holter monitoring occurred as a result of the lbbb. The lbbb resolved 22 days following the valve implant. No adverse patient effects were reported. Additional information received indicated that approximately 4 years following the implant of the transcatheter valve, at the 4-year visit, a transthoracic echocardiogram (tte) was performed which indicated a potential increase in the paravalvular leak from mild to moderate compared to the patient¿s last tte approximately 1 year and 3 months prior. The physician also indicated that the pvl on the previous tte may have not been well captured. The dimensionless index (di) and the acceleration times both increased with this recent tte. The di increased from 0.48 to 0.63. The physician determined the lab workup which included the ldh, haptoglobin and retic counts were not suggestive of hemolysis. Additionally, new mitral stenosis was also noted. The physician ordered a laboratory draw and another tte in 6 months to 1 year. No treatment reported at this time.